Manufacturer narrative:
The MFR has no info further than that the device was implanted and pt presented with hematoma at the implant site. Device as explanted on (B)(6)2013. There is no further info on the pt or the event. Hematoma is an expected complication of ied implant with or without implantation of an aigisrx r envelope.

Event description:
Pt presented with hematoma in implant site. Blood culture on (B)(6) 2013 results in staph hominis.